Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage at catheter and hub junction during use. The following information was provided by the initial reporter: during using, customer found that the leakage at the junction between the catheter hub and the catheter.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9023812. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During evaluation of the submitted device, our quality engineers identified a small wound on the catheter tubing that had lead to the leak experienced. In response a review of the manufacturing process was conducted, but was unable to identify any potential sources for the observed damage. Unfortunately based on our review, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage at catheter and hub junction during use. The following information was provided by the initial reporter: during using, customer found that the leakage at the junction between the catheter hub and the catheter.